Event description:
Boston scientific received information that the setscrews on this pacemaker were unable to be loosened during a change out procedure. A competitor's lead could not be removed from the header of the device. A new system was implanted on the left side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.